Manufacturer narrative:
Upon completion of the investigation, it was noted that the examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this evaluation no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is closed.

Event description:
Rep reported that the patient was over draining. The surgeon attempted to change the pressure setting to 220 mm h2o. An x-ray determined that the valve would not program past 30 mm h2o. Rep was called in. He attempted to program the valve using another programmer. After a few attempts he believed the valve had changed to 200 mm h2o. However, another CT scan confirmed it was still positioned at 30 mm h2o. As a result, the surgeon revised the valve. The patient is doing fine.